Event description:
It was reported to technical services on 11/1/2011 that this rv lead has noise. Rv lead had been programmed to unipolar sensing due to low r wave amplitude in bipolar, so that may have contributed, however rep. States they were unable to reproduce any noise on lead with isometrics pocket manipulation. The arrhythmia logbook had 10 vt events stored since may with noise on them. R wves were 6mv in unipolar at 2.5 - 2.9 in bipolar. No adverse patient effects as does not. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).